Event description:
On (B)(6) 2009, the patient reported that, while trying to change the insulin cartridge of her infusion device, she noticed the black plastic plate at the tip of the piston rod had broken off. She said neither her device or the piston rod has made an abnormal noise but that her device displayed an e4 (occlusion) error earlier today. She stated her device has not been dropped recently. She stated that she switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.